Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that peritonitis was confirmed, the patient was discharged from the hospital and has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient has recovered from abdominal pain, cloudy pd fluid and weakness in body (on an unknown date) and remains recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in suspected peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, weakness in body and cloudy pd fluid. On an unknown date, the patient was hospitalized and treated with vancomycin injection (500mg, every 72 hours, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and recovering from the events. Pd therapy was ongoing. It was reported that the patient was not retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.